Event description:
It was reported that during a laparoscopic pneumonectomy procedure, the staples were malformed and were not deployed on the target tissue at the 2nd stroke of the 2nd firing on the lung parenchyma. The target tissue was thick and stiff. The device was fired across an existing staple line. The malformed staples were got in the knife slot and the device could not be released with the manual knife reverse switch. The cartridge was green. Reinforcement material was not used. Then, the device was removed with target tissue by cutting with an electrical scalpel. There was no leak. The doctor felt that the firing force was higher than expected. There was no unexpected noise. Additional suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one ec45a device was returned in good visual condition and with one ecr45g cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the firing sequence completed? No. Did the device cut completely? If no, was the staple line and cut line equal in length? The information was not provided from the hospital.